Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-22: client is testing with expired test strips. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results obtained of lo. The customer's expected fasting blood glucose test result range is 80 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/31/2020 and test strips were opened in february 2019; test strips are expired based on open vial date. Test strips are not impacted by recall. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative t, corrected data t) corrected sections as of 14-oct-2019: h11: changed most likely underlying root cause from mlc-22: client is testing with expired test strips to mlc-6: passed expiration date. Additional information as of 14-oct-2019: h11: added "product notification letter sent to contact customer care". Internal report (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-6: passed expiration date]. Test strips UDI:(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results obtained of lo. The customer's expected fasting blood glucose test result range is 80 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/31/2020 and test strips were opened in (b0(6) 2019; test strips are expired based on open vial date. Test strips are not impacted by recall. The meter memory was reviewed for previous test result history: result 1: 99mg/dl date: (B)(6) 2019 time: 2:19pm fasting , result 2: lo date: (B)(6) 2019time: 2:13pm fasting , result 3: 82mg/dl date: (B)(6) 2019time: 2:41am fasting , result 4: 125mg/dl date: (B)(6) 2019 time: 2:05pm fasting , result 5: 80mg/dl date: (B)(6) 2019 time: 5:46pm fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 15-may-2020: h6: updated FDA's method and result codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 14-oct-2019: h11: changed most likely underlying root cause from mlc-22: client is testing with expired test strips to mlc-6: passed expiration date. Additional information as of 14-oct-2019: h11: added "product notification letter sent to contact customer care". Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-6: passed expiration date]. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results obtained of lo. The customer's expected fasting blood glucose test result range is 80 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/31/2020 and test strips were opened in (B)(6) 2019; test strips are expired based on open vial date. Test strips are not impacted by recall. The meter memory was reviewed for previous test result history: result 1: 99mg/dl date: (B)(6) 2019 time: 2:19pm fasting, result 2: lo date: (B)(6) 2019 time: 2:13pm fasting , result 3: 82mg/dl date: (B)(6) 2019 time: 2:41am fasting, result 4: 125mg/dl date: (B)(6) 2019 time: 2:05pm fasting , result 5: 80mg/dl date: (B)(6) 2019time: 5:46pm fasting.